Event description:
It was reported that the patient experienced an occlusion issue at the tubing on (b)(6) 2026.

Manufacturer narrative:
E1:Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a Reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.